Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air and water supply line had no flow. The nozzle was also found clogged with foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The following was found during the device evaluation: plastic cover had deep dents; light guide lens had old glue/ chip on the edges, control knob had some movement, the clog was removed, and minor play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.